Event description:
It was reported, the surgeon was trying to connect a screw to the locking screwdriver and it would not connect. When examining the tip it was noticed that the side of the tip had broken. He finished the case using the non locking screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.